Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one male patient. The patients electrocardiogram was normal and no significant abnormalities were observed in other test results. The patient was sent to another hospital where the troponin result was normal by another method. No treatment was given since the result was normal. The following data was provided: architect results(over two days) = 253.3, 292.6, 266.7, 251.8, 259.2 pg/ml other hospital beckman result = normal customer¿s reference range for male = <34.2 no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one male patient. The patients electrocardiogram was normal and no significant abnormalities were observed in other test results. The patient was sent to another hospital where the troponin result was normal by another method. No treatment was given since the result was normal. The following data was provided: architect results(over two days) = 253.3, 292.6, 266.7, 251.8, 259.2 pg/ml other hospital beckman result = normal customer¿s reference range for male = <34.2 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. In-house accuracy testing was completed using retained samples of the complaint lot. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent kit, lot number 56448ud01, was identified.